Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of clonidine and dilaudid via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient's pump ran dry. The patient stated their pump ran dry for about a week and was wondering what happened to the device. It was reported this occurred in (B)(6) 2018. The patient was directed to follow-up with their healthcare provider to evaluate the device. The patient reported the pump was not filled because of a mistake made by the scheduling desk at the clinic. No symptoms were reported. No further complications were reported or anticipated.